Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. All electrical parameters were in range, therefore, no intervention was performed at this time. The patient was stable and will continue to be monitored.